Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Device analysis identified that the distal marker band was not present on the distal portion of the microcatheter. The distal tip was torn where the distal marker band is specified to be located. All other catheter measurements were found within specification. Based on the DHR review and the process controls review conducted, it can be concluded that the catheter involved in this investigation met manufacturer specifications. It is probable that unknown procedural factors limited the performance of the device resulting in the reported issue. Therefore a root cause of operational context has been assigned to this investigation.

Event description:
It was reported that the microcatheter's distal radiopaque marker detached during the procedure. The radiopaque marker was not found and therefore may still remain in the patient. There were no patient complications as a result of the event.

Event description:
It was reported that the microcatheter's distal radiopaque marker detached during the procedure. The radiopaque marker was not found and therefore may still remain in the patient. There were no patient complications as a result of the event.